Event description:
It was reported that the device could not be interrogated. Premature eri suspected. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed via review of battery measurement data. The device was tested on the bench and on our automated testing equipment and no high current drain sources were detected. The battery was returned to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.